Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected outflow graft kink could not be confirmed through this evaluation as no images depicting the kink were provided and no product is available for investigation. A specific cause for the kink could not be conclusively determined through this evaluation. Additionally, low flow alarms were confirmed through review of the submitted log files; however, a direct correlation between the low flow events and the reported outflow graft kink could not be conclusively established. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported dryness and lightheadedness could not be conclusively established. The submitted system controller event and periodic log files captured low flow alarms from 27apr2023 through 01may2023. No other notable events were observed, and the pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This section further states that changes in patient conditions can result in low flow. Section 5, "surgical procedures," contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section further cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. Section 5 of this document, "alarms and troubleshooting", also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having three days of low flows and was lightheaded while standing. The patient states that they were hydrated and drank 3 l of fluid on (B)(6)2023. On (B)(6)2023, the patient appeared dry with dry and cracked lips and tongue. The patient was admitted and requested a computed tomography angiography (cta) of the chest that showed no findings and an echocardiogram that showed suboptimal visualization of the outflow graft and good quality velocities that could not identify an inflow/outflow obstruction. The log files noted multiple low flows beginning (B)(6)2023 with the lowest being 2.1 lpm on (B)(6)2023 at 10:23am-10:32am, and 12:05pm. The low flows were thought to be due to a kink. The patient was planned to receive a stent. The patient experienced lightheadedness.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.